Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and systemic lupus erythematosus ("autoimmune disorders") in a female patient who had essure (batch no. 761437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergoes confirmation test". The patient's past medical history included pregnancy. Concurrent conditions included overweight, irritable bowel syndrome, reynold's syndrome, cholelithiasis, stress incontinence, rectal bleeding, hemorrhoids and diarrhea. Concomitant products included alprazolam (xanax), amlodipine, ascorbic acid (scorvite), cyclobenzaprine hydrochloride (flexeril), diazepam, diazepam (valium), gabapentin, medroxyprogesterone acetate (depo-provera), methocarbamol, panadiene co (tylenol #3) and tramadol. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced vaginal discharge ("vaginal discharge"). In 2011, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and urinary incontinence ("urinary incontinence"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), nausea ("nausea"), tooth disorder ("dental issues"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced depression ("depression"), post-traumatic stress disorder ("ptsd") and menopause ("menopause"). In 2013, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), rash ("rashes"), migraine ("migraines"), headache ("headaches"), vision blurred ("blurry vision") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced constipation ("constipation"). In (B)(6) 2016, the patient experienced weight decreased ("weight loss"). On an unknown date, the patient experienced infection ("infection"), anxiety ("anxiety") and abdominal pain ("abdomen pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, systemic lupus erythematosus, fibromyalgia, infection, anxiety, rash, migraine, headache, tooth disorder, vaginal discharge, vision blurred, fatigue, weight decreased, constipation, alopecia, menopause and abdominal pain outcome was unknown and the depression, menorrhagia, vaginal haemorrhage, post-traumatic stress disorder, female sexual dysfunction, urinary incontinence, nausea and dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, anxiety, constipation, depression, dysmenorrhoea, fatigue, female sexual dysfunction, fibromyalgia, headache, infection, menopause, menorrhagia, migraine, nausea, pelvic pain, post-traumatic stress disorder, rash, systemic lupus erythematosus, tooth disorder, urinary incontinence, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: current weight 146 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. On (B)(6) 2016 CT scan spine lumbar revealed, cholelithiasis. Small fat-containing umbilical hemia. No acute fracture or major post traumatic sequela noted infraumbilical midline anterior abdominal subcutaneous stranding possibly contusion or scarring. Minimal degenerative changes of the midthoracic spine concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records :abdominal pain, pelvic pain, fibromyalgia. Most recent follow-up information incorporated above includes: on 13-jun-2018: reporters information updated. Lot number added. Events: depression, abnormal bleeding (vaginal, menorrhagia), ptsd, apareunia (inability to have sexual intercourse), lupus, rashes, urinary incontinence, migraines / headaches, nausea, dental problems , dysmenorrhea (cramping), vaginal discharge, blurry vision, fatigue and weight loss, constipation and hair loss were added. Concomitant drugs, concomitant disease, historical condition, lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and systemic lupus erythematosus ("lupus") in an adult female patient who had essure (batch no. 761437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didnot undergoes confirmation test". The patient's past medical history included pregnancy. Concurrent conditions included overweight, irritable bowel syndrome, reynold's syndrome, cholelithiasis, stress incontinence, rectal bleeding, hemorrhoids and diarrhea. Concomitant products included alprazolam (xanax), amlodipine, ascorbic acid (scorvite), cyclobenzaprine hydrochloride (flexeril), diazepam, diazepam (valium), gabapentin, medroxyprogesterone acetate (depo-provera), methocarbamol, panadeine co (tylenol #3) and tramadol. In 2010, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and urinary incontinence ("urinary incontinence"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), nausea ("nausea"), tooth disorder ("dental issues"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced depression ("depression"), post-traumatic stress disorder ("ptsd") and menopause ("menopause"). In 2013, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), rash ("rashes"), migraine ("migraines"), headache ("headaches"), vision blurred ("blurry vision") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced constipation ("constipation"). In (B)(6) 2016, the patient experienced weight decreased ("weight loss"). On an unknown date, the patient experienced infection ("infection"), anxiety ("anxiety") and abdominal pain ("abdomen pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on(B)(6) 2016. At the time of the report, the pelvic pain, systemic lupus erythematosus, fibromyalgia, infection, anxiety, rash, migraine, headache, tooth disorder, vaginal discharge, vision blurred, fatigue, weight decreased, constipation, alopecia, menopause and abdominal pain outcome was unknown and the depression, menorrhagia, vaginal haemorrhage, post-traumatic stress disorder, female sexual dysfunction, urinary incontinence, nausea and dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, anxiety, constipation, depression, dysmenorrhoea, fatigue, female sexual dysfunction, fibromyalgia, headache, infection, menopause, menorrhagia, migraine, nausea, pelvic pain, post-traumatic stress disorder, rash, systemic lupus erythematosus, tooth disorder, urinary incontinence, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: current weight 146 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. On 23-jan-2016 CT scan spine lumbar revealed, cholelithiasis. Small fat-containing umbilical hemia. No acute fracture or major post traumatic sequela noted infraumbilical midline anterior abdominal subcutaneous stranding possibly contusion or scarring. Minimal degenerative changes of the midthoracic spine. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records :abdominal pain, pelvic pain, fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality-safety evaluation of product technical complaint update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and systemic lupus erythematosus ("lupus") in an adult female patient who had essure (batch no. 761437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didnot undergoes confirmation test". The patient's past medical history included pregnancy. Concurrent conditions included overweight, irritable bowel syndrome, reynold's syndrome, cholelithiasis, stress incontinence, rectal bleeding, hemorrhoids and diarrhea. Concomitant products included alprazolam (xanax), amlodipine, ascorbic acid (scorvite), cyclobenzaprine hydrochloride (flexeril), diazepam, diazepam (valium), gabapentin, medroxyprogesterone acetate (depo-provera), methocarbamol, panadeine co (tylenol #3) and tramadol. In 2010, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and urinary incontinence ("urinary incontinence"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), nausea ("nausea"), tooth disorder ("dental issues"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In november 2012, the patient experienced depression ("depression"), post-traumatic stress disorder ("ptsd") and menopause ("menopause"). In 2013, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), rash ("rashes"), migraine ("migraines"), headache ("headaches"), vision blurred ("blurry vision") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced constipation ("constipation"). In (B)(6) 2016, the patient experienced weight decreased ("weight loss"). On an unknown date, the patient experienced infection ("infection"), anxiety ("anxiety"), abdominal pain ("abdomen pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on 9-mar-2016. At the time of the report, the pelvic pain, systemic lupus erythematosus, fibromyalgia, infection, anxiety, rash, migraine, headache, tooth disorder, vaginal discharge, vision blurred, fatigue, weight decreased, constipation, alopecia, menopause, abdominal pain and dyspareunia outcome was unknown and the depression, menorrhagia, vaginal haemorrhage, post-traumatic stress disorder, female sexual dysfunction, urinary incontinence, nausea and dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, anxiety, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, headache, infection, menopause, menorrhagia, migraine, nausea, pelvic pain, post-traumatic stress disorder, rash, systemic lupus erythematosus, tooth disorder, urinary incontinence, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: current weight 146 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. On (B)(6) 2016 CT scan spine lumbar revealed, cholelithiasis. Small fat-containing umbilical hemia. No acute fracture or major post traumatic sequela noted infraumbilical midline anterior abdominal subcutaneous stranding possibly contusion or scarring. Minimal degenerative changes of the midthoracic spine. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records :abdominal pain, pelvic pain,fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2018: plaintiff fact sheet received. Event dyspareunia was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device dislocation ('permanent birth control essure is out of place'), systemic lupus erythematosus ('lupus') and uterine injury ('uterus damage') in a 26-year-old female patient who had essure (batch no. 761437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didnot undergoes confirmation test". The patient's medical history included pregnancy, cholecystectomy, c-section and perineal pain. Concurrent conditions included overweight, irritable bowel syndrome, reynold's syndrome, cholelithiasis, stress incontinence, rectal bleeding, hemorrhoids, diarrhea, chronic cervicitis, follicular cyst of ovary, abdominal pain upper, uterine inflammation and adhesion. Concomitant products included alprazolam (xanax), amlodipine, ascorbic acid (scorvite), codeine phosphate;paracetamol (tylenol with codeine no.3), diazepam, diazepam (valium), gabapentin, medroxyprogesterone acetate (depo-provera), methocarbamol and tramadol. In 2010, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and urinary incontinence ("urinary incontinence"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), nausea ("nausea"), tooth disorder ("dental issues"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced depression ("depression"), post-traumatic stress disorder ("ptsd") and menopause ("menopause"). In 2013, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), rash ("rashes"), migraine ("migraines"), headache ("headaches"), vision blurred ("blurry vision") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced constipation ("constipation"). In (B)(6) 2016, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine inflammation ("uterine inflamed"), infection ("infection"), anxiety ("anxiety"), abdominal pain ("abdomen pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), uterine injury (seriousness criterion medically significant), gastrointestinal injury ("intestines damage") and gastrointestinal inflammation ("intestinal inflammation"). The patient was treated with surgery (she had surgery to remove the essure implant/ hysterectomy/ bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, systemic lupus erythematosus, uterine inflammation, fibromyalgia, infection, anxiety, rash, migraine, headache, tooth disorder, vaginal discharge, vision blurred, fatigue, weight decreased, constipation, alopecia, menopause, abdominal pain, dyspareunia, uterine injury, gastrointestinal injury and gastrointestinal inflammation outcome was unknown and the depression, menorrhagia, vaginal haemorrhage, post-traumatic stress disorder, female sexual dysfunction, urinary incontinence, nausea and dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, anxiety, constipation, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal inflammation, gastrointestinal injury, headache, infection, menopause, menorrhagia, migraine, nausea, pelvic pain, post-traumatic stress disorder, rash, systemic lupus erythematosus, tooth disorder, urinary incontinence, uterine inflammation, uterine injury, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: current weight 146 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Liver function test - on (B)(6) 2016: results: mildly elevated. On (B)(6) 2016 CT scan spine lumbar revealed, cholelithiasis. Small fat-containing umbilical hemia. No acute fracture or major post traumatic sequela noted infraumbilical midline anterior abdominal subcutaneous stranding possibly contusion or scarring. Minimal degenerative changes of the midthoracic spine. On (B)(6) 2016: preoperative diagnosis: chronic pelvic pain felt secondary to essure device. Macroscopic examination: the specimen, received in formalin labeled "uterus, cervix, bilateral fallopian tubes and ovaries," consists of a uterus with attached cervix and bilaterally attached ovaries and fallopian tubes. Trimmed of the adnexal structures, the uterus and cervix weigh 101 g and measure 8.4 x 5.1 x 3.7 cm. The serosal surface of the uterus is pink-tan and glistening with focal granularity noted along the anterior side, as well as scattered fibrous adhesions noted along the posterior wall, some of which are affiliated with the right and left adnexal structures. The ectocervix measures 3.5 x 2.1 cm with a central 0.7 ern slit-like os. Sectioning reveals tan endocervical rugal folds without lesions. The endometrium is variably hemorrhagic and measures 0.1 cm in average thickness. The myometrium measures 1.6 cm in thickness and displays a transmural cicatrix at the anterior lower uterine segment. The left ovary measures 3.8 x 3 x 2.2 cm and displays delicate fibrous tub ovarian adhesions. Sectioning reveals multiple simple cysts measuring up to 1.5 cm in diameter. The cysts are filled with watery fluid and have a smooth tan lining. The adjacent fallopian tube measures 6 cm in length and includes a delicate fimbriated end. An essure coil is noted at the proximal isthmic portion of the tube. The coil is within the lumen without perforation identified. On (B)(6) 2016: macroscopic examination: macroscopic examination: the specimen, received in formalin labeled ., gallbladder," consists of an intact gallbladder measuring 7_5 x 3 x 2.5 cm. The serosal surface is pink-tan and glistening. Sectioning reveals an ovoid cholesterol stone measuring 1.2 x 1.1 x 0.8 cm. The mucosal surface is pink-tan and velvety without lesions. The wall measures 0.1 cm in average thickness. Representative sections are submitted in a single cassette. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records :abdominal pain, pelvic pain, fibromyalgia, menopause, urinary incontinence. Concerning the injuries reported in this case, the following ones were reported via social media: uterine injury, gastrointestinal injury, gastrointestinal inflammation, uterine inflammation and device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: social media received- new event permanent birth control essure is out of place, uterus damage, intestines damage, uterine inflamed and intestinal inflammation were added. Reporter information was added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disorders") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), tooth disorder ("dental issues"), infection ("infection"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, tooth disorder, infection, anxiety and depression outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, infection, pelvic pain and tooth disorder to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.